Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-100, lot# 493999, mfd. 06 oct 17, exp. 2020-10-06, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7045-100, lot# 493997, mfd. 11 aug 17, exp. 2022-08-11, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7050-100, lot# 493999, mfd. 06 oct 17, exp. 2020-10-06, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The most superior positioned implant was removed intraoperatively due to l5 impingement leaving only the middle and inferior positioned implants in the si joint. The patient later reported to a new surgeon requesting the remaining implants be removed due to continuing pain. There was no reported medical reason for removing the implants. In (B)(6) 2020, the surgeon performed a revision procedure where he removed both implants. The status of the patient following the revision procedure is not known.